Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the product leaked during a retinal procedure. A complication occurred and sutures were utilized. Additional information was requested; however, none has been received to date. This is one of two patients.

Manufacturer narrative:
No sample had been returned for evaluation; therefore, the condition of the product could not be verified. The device history record review indicated the product released met the product¿s acceptance criteria. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).